Manufacturer narrative:
Analysis: the device image was reviewed and it was observed that the device had possible output stage damage alerts. Device was checked on the bench and one of the output transistors was found to be damaged. However, the cause behind the transistor damage remains undetermined. Abbott conducted a review of complaint files under a non-product CAPA and identified that a report was required to be filed as a result of the subject event. Distributed devices are not affected by the CAPA. Additionally, no new risks were identified, and no product-related actions are required as a result of this report submission. Furthermore, product performance trending is not impacted by this report, and no new mitigation actions are required as a result of this report.

Event description:
This report is to advise of an event observed during analysis.